Manufacturer narrative:
The insulin pump was received with normal sleep current; no unexpected low battery or replace battery alarm during testing. The detail trace and pump history confirmed that no unexpected low battery alarm anomaly was noted. The micro timer was functioning properly. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads, scratched case, cracked select keypad button overlay and pillowing keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that even after troubleshooting, battery only lasted a couple of hours in insulin pump when changed. It was reported that issue had been occurring for three weeks.